Event description:
It was reported that the procedure was to treat a mildly tortuous, mildly calcified, concentric, 90% stenosed, de novo lesion in the mid left anterior descending artery. After pre-dilatation the xience xpedition 2.75 x 23 mm was advanced, but it did not cross the lesion. The device was removed from the anatomy and resistance was met with the guiding catheter during removal. In addition, a proximal stent strut was found to be flared outside of the anatomy. Additional dilatation was performed and a same size of xience xpedition was implanted in the lesion. The procedure was completed without any issue. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The stent damage was able to be confirmed. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances. The difficult to remove from the guiding catheter could not be replicated in a testing environment due to the condition of the returned device. Based on a visual, dimensional, and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.